Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. After sodium chloride (nacl) was added to the device, the "tubing does not purge even after 30 minutes". This was observed during priming. The set was filled 5-fluorouracil along with the sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: october 25, 2020 - october 28, 2020. H10: the device was received containing 27 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. Functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.